Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, when using the forth reload, the staples didn't seem to form normally. There was bleeding at the halfway point of the reload. At the distal end of the reload, the cutline ended prematurely, and the last 6 staples did not form properly. There was no patient consequence.